Event description:
It was reported that the customer's insulin pump is under delivering insulin. It was stated that the customer experienced high blood glucose for the past two weeks, and the blood glucose rises every night. The programming was reviewed and it was correct. The displacement test was performed and passed. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.